Event description:
Essure procedure performed (B)(6) 2008 either before or after a few weeks a uterine ablation. I had absolutely no problems with the surgery. Not until years later. It began with stomach pain and cluster headaches formed and progressed over the years. Abdominal pain, and severe bloatedness. In the am my stomach is flat. By bedtime I look like im very pregnant. I have suffered minor back pain for years, most recently my symptoms have been so severe im trying to find what the problem is. So for the past 4 months, doctors, hospitals, urgent care health clinic, MRI of my brain and the severe neck pain all the way down to the bottom of my spine. Im suffering signs of multiple sclerosis, with vision impairment, cluster headaches that last 4 to 5 days, aspirin, ibuprofen, tylenol nor naproxen help. I have short term memory problems, frequent urination, severe stomach cramping, my sight in my left eye is getting progressively worse, my speech is impaired all of my motor skills are affected. I studer, can't remember words and I'm more than forgetful. My hands and my legs tingle and my toes, severe abdominal pain I have had for years so bad I have to hunch over, its like a spasm that lasts anywhere from 15 minutes to 4 hours, the only thing that works is xanax and they will not prescribe it to me in the state of (B)(6). I also suffer from where its like my brain shuts off, like someone flipping a light switch. Could these be possible seizures? My waist varies in size. My legs hurt my whole body aches, im getting no help from my doctor. I work in the medical field. I have all the symptoms of ms but the MRI of the brain ruled out ms, thank god, and my blood work was fine. The pain is unbearable I can hardly move, sometimes I can't walk, and sometimes when I do its like my left leg won't walk, I've tripped and fallen several times. Something is not right. Neurological problems, could this possibly be a result of essure? Im going down the list and being tested for every illness that masks like ms to rule out essure. The past 4 months are horrible. Its affecting my job and my private life. If I keep going like this what do I do? If I would have realized when I chose this method of sterilization that later in life I'd be like this. I would have declined.